Event description:
It was reported that the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, the pump was functional and the customer continued to use the pump for insulin therapy.